Event description:
Reporter noted footpedal was stiff during quadrant removal. Pressed pedal more and suddenly had too much suction. Handpiece made two little punctures in posterior capsule. No intervention reported; pt was fine.

Manufacturer narrative:
A co service rep checked the system and found it to meet performance specs.a co service rep checked the system and found it to meet performance specifications.